Event description:
It was reported that this right atrial (ra) lead was found to have caused a perforation during a routine follow up. The patient underwent surgical intervention to replace this lead. As result the device was capped and surgically abandoned. No additional adverse patient effects were reported.